Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 27-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently delivered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the clinical log file indicated during the second analysis, the first and second segments showed large amounts of artifact due to motion. This artifact caused the waveform measurements to match algorithm definitions for ventricular fibrillation causing the result of the analysis to be a shock advised determination. The pattern of the artifact appears to be chest compressions; however, it cannot be confirmed. The device was recertified and returned to the customer. No trend is associated with reports of this type.